Manufacturer narrative:
H11. A device service history review has been performed and identified that the unit had no similar events since its manufacturing date. Based on the investigation findings, the root cause of the reported event was a defective cpu board. Failure of electronic components is related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in tokyo, japan. During troubleshooting by a livanova field service representative it was fund tha tboth pumps circuits 1 and 2 on the patient's side could no longer be turned off, and when the power was cycled, the pumps could no longer be turned on. Even after cycling the power, they could no longer be turned on. Therefore, in order to solve the issue, cpu board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that patient circuits 1 and 2 pumps of a heater-cooler system 3t device were not working. The issue occurred during maintenance activity. There was no patient involvement.